Event description:
Per the surgeon, the patient experienced a loss of fixture subsequent to the surgeon inadvertently removing the internal fixture while attempting to change the abutment (specific date not reported). Reimplantation is planned but has not yet taken place at the time of this report.